Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # t5dn4p. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a semi-open CABG, the knife did not return, and the jaws did not open at the 1st firing. The device was used on the left atrial appendage. The knife reverse switch was used to open the jaws, and the deployed staples were formed correctly. Another device was used to complete the case. There were no adverse consequences to the patient.